Manufacturer narrative:
This follow up report is being submitted to relay additional information. Item number and lot number from previous reports was found to be incorrect. This report is to change product information to unknown. Reported event was unable to be confirmed due an unknown screw that was returned, hence no evaluations could be performed. Unable to perform a compatibility check based on the provided information. Unable to perform a complaint history review based on the provided information. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an orthopedic salvage procedure. Subsequently, the patient underwent a revision procedure approximately four years post-implantation due to loosening of the last fixation screw through the femoral block of the distal femoral resection prosthesis. The surgeon was concerned that the loose screw was causing blockage of the knee joint and could possibly damage the metal prosthetic surface and articular surface. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Medical products - unknown oss tibial tray, unknown oss bearing. Report source: (B)(4). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 5 years post initial knee surgery, the patient has a a blocked knee joint due to loosening of a locking screw at distal femur. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
The screw returned does not match the dimensions of the part number provided. The screw discussed in the complaint is not available for return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.